Event description:
It was reported that toward the end of the implant procedure, sudden ventricular tachycardia occurred. The patient was externally defibrillated and the left ventricular lead dislodged. Two different catheters were used to eventually reposition and fix the lead. The lead remains in use. No further patient complications have been reported as a result of this event.